Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 3 ml bd integra¿ syringe experienced foreign matter contamination prior to use.

Manufacturer narrative:
Per additional information received, the device manufacture date has been updated. The following information has been updated: device manufacture date: 2018-02-05.

Event description:
It was reported that a 3 ml bd integra¿ syringe experienced foreign matter contamination prior to use.

Event description:
It was reported that a 3 ml bd integra¿ syringe experienced foreign matter contamination prior to use.

Manufacturer narrative:
Investigation: two 3ml ll integra syringes were received and visually inspected. One was loose and one was in a blister pack from batch #8036897 (p/n 305283). The foreign matter described in the loose syringe was observed and identified as part of the needle retraction mechanism ¿ the metal piece found is part of the mechanism that works to retract the integra needle. The sealed sample was also inspected, no defects were found. Root cause not defined since defects were not confirmed in samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.